Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged postoperatively. It was further reported that the ra lead was repositioned and prior to getting off the table the ra lead had dislodged for a second time. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.